Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned an investigation will be performed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.